Manufacturer narrative:
The below report was received by health authority ansm (reference number: (b)(4() on 10-aug-2023. The most recent information was received on 21-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. C26942). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), migraine ("migraines"), myalgia ("muscle pain"), nasal dryness ("dry nose"), heavy menstrual bleeding ("haemorrhagic periods"), coital bleeding ("vaginal bleeding outside the menstrual period (after sexual intercourse or otherwise)"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), temperature intolerance ("significant sensitivity to cold"), tremor ("tremors"), skin odour abnormal ("modified body odour"), neck pain ("neck pain"), memory impairment ("memory problems"), aphasia ("aphasia"), paraesthesia ("paraesthesia"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), hot flush ("hot flashes"), loose tooth ("severe loosening of teeth"), visual impairment ("vision problems"), disturbance in attention ("difficulty concentrating"), dry eye ("dry eyes"), arrhythmia ("heart rhythm disorders"), chillblains ("chilblains") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, sleep disorder, pelvic pain, weight increased, migraine, myalgia, nasal dryness, coital bleeding, vaginal discharge, loss of libido, temperature intolerance, tremor, skin odour abnormal, neck pain, memory impairment, aphasia, paraesthesia, muscle spasms, limb discomfort, hot flush, loose tooth, visual impairment, disturbance in attention, dry eye, arrhythmia, chillblains or abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Batch noc26942production date2014-02-21expiration date2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. C26942). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(4) 2014, the patient had essure inserted. On (B)(4) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), migraine ("migraines"), myalgia ("muscle pain"), nasal dryness ("dry nose"), heavy menstrual bleeding ("haemorrhagic periods"), coital bleeding ("vaginal bleeding outside the menstrual period (after sexual intercourse or otherwise)"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), temperature intolerance ("significant sensitivity to cold"), tremor ("tremors"), skin odour abnormal ("modified body odour"), neck pain ("neck pain"), memory impairment ("memory problems"), aphasia ("aphasia"), paraesthesia ("paraesthesia"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), hot flush ("hot flashes"), loose tooth ("severe loosening of teeth"), visual impairment ("vision problems"), disturbance in attention ("difficulty concentrating"), dry eye ("dry eyes"), arrhythmia ("heart rhythm disorders"), chillblains ("chilblains") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, sleep disorder, pelvic pain, weight increased, migraine, myalgia, nasal dryness, coital bleeding, vaginal discharge, loss of libido, temperature intolerance, tremor, skin odour abnormal, neck pain, memory impairment, aphasia, paraesthesia, muscle spasms, limb discomfort, hot flush, loose tooth, visual impairment, disturbance in attention, dry eye, arrhythmia, chillblains or abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.